Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was partially fired. The proximal end of the reload was broken from the device. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the third firing, the surgeon articulated the jaws maximally, clamped the slight thick tissue of the bronchi, and tried to fire the device. However, a crack sound was heard and pulled the black return knob back. Replaced by a new handle and a new cartridge and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.